Event description:
It was reported that the (right atrial) pacing lead had a "suspect[ed]" fracture. Also reported were a pacing threshold of five volts at one millisecond and a lead impedance greater than three-thousand ohms. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received that the lead was capped and replaced due to the possible fracture. No further patient complications have been reported as a result of this event. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information received indicates that the patient was taken to the operating room "to see if the atrial lead fracture could be visualized; did not visualize a fracture. Serial testing of the lead revealed normal impedances, sensing and threshold." An outer insulation breach was visualized and repaired. The lead remains in use.

Manufacturer narrative:
It was further reported that there was a lead warning for high impedance. The lead continues to remain in use and will be monitored. No patient complications have been reported as a result of this event.